Event description:
It was reported that a revision surgery was performed. Additionally, on (B)(6) 2018, acetobuloplasty, release of the iliopsoas tendon and extensive debridement of right hip were performed as the cup, when this it was positioned, a significant amount of the cup was exposed under the anterosuperior aspect of the acetabulum and there was a significant amount of calcified tissue in that area. The reason why the procedure was performed is still unknown.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, based on the available documentation, the root cause of the four right hip revisions could not be determined. The multiple surgeries could have contributed to the infection and the scar tissue. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The first left hip revision was performed due to pain. The second revision was done for elevated metal ion levels and the tissue character, which may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed. It is a known complication of joint surgeries and is related to the procedure and not the device. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. No further clinical assessment can be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that on 4/19/2018 acetobuloplasty, release of the iliopsoas tendon and extensive debridement of right hip were performed as the cup, when this it was positioned, a significant amount of the cup was exposed under the anterosuperior aspect of the acetabulum and there was a significant amount of calcified tissue in that area.